Event description:
It was reported that the system monitor was intermittently not displaying characters.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor the screen not working ¿ displaying incorrect characters, was not confirmed. The returned unit was operationally checked with a reference heartmate system. No issues were observed. The unit was functionally tested and passed. No fault was found with the returned system monitor. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on (B)(6) 2024. The system monitor (part number 101214) was built in (B)(6) 2017. The packaged system monitor (part number 1286) was placed into inventory on (B)(6) 2017. The unit was shipped to the customer on (B)(6)2017. The unit had no previous services. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (setting up the system monitor for use with the power module). No further information was provided. The manufacturer is closing the file on this event.